Manufacturer narrative:
Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at fsl (B)(4) site on an unknown date, the torque limiting handle was found to be out of drawing specification. The drawing specification was 3.1-3.8. The torque tested low with 3.05. There were no patient and surgical involvement. This complaint involves one (1) device. This report is for (1) . Torque limiting handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 03.835.043, synthes lot number: h889139-21, supplier lot number: h889139-21, manufacturing site: synthes monument, release to warehouse date: 12-may-2020, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: it was reported that during a routine incoming inspection of a loaner set at fsl ups lyndhurst, nj site on an unknown date, the torque limiting handle was found to be out of drawing specification. The torque tested low. The repair technician reported the device failed low. The cause of the issue is failed low. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.